Event description:
The initial reporter initially complained of intermittent ise noise alarms occurring with calibration, qc and patient results on the cobas 6000 c (501) module starting on (B)(6) 2019. The customer replaced all ise reagents and calibrated, but the issue was not solved. The electrodes, pinch valve tubing, supper tubing were replaced on 27-feb-2019. The potassium chloride filter was cleaned. The customer stated the noise alarms were occurring once every 15 minutes. The customer's routine sodium (na) qc results were outside of the acceptable range; patient samples were pulled for repeat testing. The customer repeated "a few" patient samples where the original na results were accompanied by the noise alarm and "a few" patient samples were the original na results were not accompanied by the noise alarm. The repeat results for the patient samples with the noise alarm were the same as the original result. The customer identified 1 patient sample with discrepant na results from the patient samples that did not have the noise alarm. The initial na result was 129 mmol/l. This result was reported outside of the laboratory. The repeat result from a different c501 module was 136 mmol/l. The repeat result was believed to be correct as it was consistent with the patient's history. No adverse event occurred. The na electrode lot number and expiration date were not provided. Calibration and qc were acceptable. An ise noise alarm was observed on the alarm trace. The field service engineer (fse) visited the customer site and found the coating had rubbed off the sipper nozzle. The fse replaced the nozzle and the system operated normally. The investigation determined the event was due to the nozzle issue identified by the fse.